Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Intuitive surgical, inc. (Isi) received a regulatory report (maude) stating that the mega suture cut needle driver instrument cord snapped in the middle of use: during surgery.